Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button error alarm. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated all buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All buttons function properly; no damage to keypad traces and connector on electrical board 1 was not unlocked during visual inspection. Device passed keypad voltage test. Unexpected pump error 37 during rewind due to moisture damage on motor assembly.. Device received with pillowing keypad overlay, scratched display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked case at belt clip rail corner, cracked battery tube threads and scratched case. Corroded force sensor assembly, moisture damage on electronic board stack and moisture damage on motor assembly.